Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise had been observed on the atrial lead following a device changeout procedure. The patient was asymptomatic. The lead remained implanted without intervention.